Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on 21may2021 wherein the ipg was repositioned more lateral to address the issue.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site near the spine left of the midline following significant weight loss. Pocket revision surgery may occur to address this issue.